Event description:
In a journal of arthroplasty article, results of cemented vs cementless primary total knee arthroplasty using the same implant design, the following complications are noted: one triathlon press-fit baseplate for aseptic loosening (revision).

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.